Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced toxic anterior segment syndrome (tass) following a vitrectomy procedure. This is one of two reports from this facility. Additional information has been requested but not received.

Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Additional information was requested; however, no response has been received. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).